Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the lilliput phisio infant hollow fiber oxygenator model d902. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of blood leaking from the oxygenator during the procedure. The oxygenator was replaced and the procedure was completed with no further issues. There was no report of patient injury. It was also reported that the replacement of the oxygenator took approximately 5 minutes. This medwatch report is being filed as a result of the extended interruption of bypass. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of blood leaking from the oxygenator during the procedure. The oxygenator was replaced and the procedure was completed with no further issues. There was no report of patient injury.